Event description:
Consumer complaint of blood result reading of "lo". I had customer re-run a blood test and the result was 91mg/dl. Recalled memory: (B)(6) 2015-9:20pm - lo; (B)(6) 2015-09:24pm- 91. Customer is feeling well at this time and does not require any medical attention. The test strips are within the expiration date 03/14/2014 and were open on (B)(6) 2015. The customer stores his supplies in the living room. Expected results is around 90 and is ok with the 91 blood result. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint: user has low glucose value. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (01/16/2015).